Event description:
It was reported the leads displayed high threshold and there was loss of capture. One lead was partially removed and the other lead was removed. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.